Event description:
Review of the manufacturer's programming history database it was noted that the patient came into an appointment at an off time of 60 minutes. The off time of 60 minutes may have been the result of an incomplete diagnostics. There is no data in the programming history database for when the patient's setting change occurred so it is unknown if this was intended for the patient to be at these settings or if it was the result of an incomplete diagnostics that resulted in a setting change that was only partially corrected.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional programming history was received and reviewed for this patient's generator. Review of the programming history revealed that the patient was actually implanted on the date of suspected computer software issue, (B)(6) 2007. Thus, the programming history showed that the patient was intentionally programmed to a 60 minutes off time setting, with no evidence of an incomplete diagnostics occurrence.